Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and that the pump was experiencing intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2018 with the following findings: the pump's black box showed dates with gaps in pump usage. There were unexplained pump reboot events observed following replace cartridge alarms. The pump powered on to a dim and discolored display. There were cracks found in the battery compartment. The pump was exercised for 24 hours with no power issues observed. The alleged issue could not be duplicated.